Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the emergency room with an escape rhythm of 30 bpm. Device evaluation indicated high impedances values and loss of capture. No further information was obtained.